Event description:
During a follow-up, increase in ventricular lead impedance and decrease of intrinsic signal were observed. A new follow-up will be scheduled to review the measurements. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.